Manufacturer narrative:
The customer called olympus technical assistance center (tac) personnel to report his event. During the call, the customer noted that it takes several tries for the pairing and standby buttons to work. The customer did go on to note that the batteries had just been replaced. The customer also noted that he was able to resolve the issue, though he did not provide details as to how the problem was corrected. The customer did confirm that he would not be returning the subject device as the issue was no longer present.

Event description:
The customer reported that his olympus tfl laser footswitch - wireless was experiencing issues with the footswitch pairing and operating during procedure preparation. Reportedly, the intended procedure was completed using the same set of equipment. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete reporter information. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The examination revealed that the evidence of the backplate being removed was present and the push button connector was unlatched, effectively having the middle push button "unplugged". The vendor plugged the switch back in and the middle button now re-acts as expected. The probable cause for this issue is likely user related. For an unknown reason the customer removed the plate and then likely accidentally unplugged the switch. Olympus will continue to monitor field performance for this device.